Manufacturer narrative:
(B)(4). Unfortunately, the root cause of this event cannot be determined with the available information. The device is not available for evaluation, as it has been discarded by the hospital. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Requests for additional information are currently in progress. If new information becomes available, a supplemental report will be submitted accordingly. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported that an aortic pericardial valve, implanted approximately one (1) year and 11 months, was explanted and replaced with another edwards bioprosthetic valve. The failure mode of the explanted valve is unknown. No other details have been provided.

Manufacturer narrative:
(B)(4). Valve dehiscence may occur early or late. When it occurs in the early post-operative period, it is typically a result of an inadequate prosthetic valve implantation in combination with friable myocardial tissue. Late dehiscence can occur as a result of successive dilatation of cardiac structures that result from progression of disease or from endocarditis. A definitive root cause cannot be determined at this time. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Per obtain information, it was learned that a (B)(6) year old male patient underwent redo aortic valve replacement (avr) to remove the subject device after an implant duration of one year and 11 months. Patient initially underwent avr and CABG due to aortic stenosis and coronary artery disease. Subsequently, patient has had recurrent lymphoma and lung cancer which have been treated. He has never really recovered given all these subsequent issues after the cardiac surgery. Recent echo showed a moderate amount of aortic insufficiency which appeared to be increasing and in association with failed obtuse marginal graft. Intra-operative findings, identified a fairly normal bioprosthetic aortic valve (the subject device). There might be some prolapse of the noncoronary leaflet. The valve was mostly adherent throughout the annulus until one area posteriorly in the noncoronary sinus of questionable focal dehiscence. The subject device was removed and replaced with another edwards valve. The patient tolerated the procedure well and was transferred to the intensive care unit in critical condition with stable hemodynamics. Patient was discharged on post-operative day six.